Event description:
Customer's spouse reported via phone call that the insulin pump has been alarming failed battery test and the batteries are only lasting one or two days. The customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; the customer received a failed battery test alarm. Blood glucose value is unknown. The customer was not using the recommended battery type. Customer was advised that a battery cap replacement would be sent and to call if issues recur with new cap and recommended battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.